Event description:
An initial event notification was received by sequel med tech, llc on 02-jun-2026 and forwarded to millyard advanced medical products, llc on 03-jun-2026. It was reported that while the user slept, a family member noted that the user's continuous glucose monitor (cgm) gave a reading of 215 mg/dl; however, their glucometer read "high". The user was taken to the emergency room and was admitted to the hospital due to diabetic ketoacidosis with a blood glucose value of 764 mg/dl. It was further reported that the user had been ill at the time of the event and the hyperglycemia was likely related to the illness. The user remains ongoing on their twiist pump.

Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information regarding potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.